Manufacturer narrative:
Approximate age of device ¿ 11 months (the age is calculated from the date of implant to the event date.) The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that there were cardiac arrhythmias; patient with ventricular tachycardia (vt) shocked by implantable cardioverter-defibrillator (ICD) multiple times. There were complains of palpitations, fatigue and dizziness. Patient went into a vt storm; the patient was shocked twice and converted, but then had recurrent vt. Patient had to be intubated for airway protection. Patient maintained good blood pressure and lvad flows throughout event. Patient required intubation for vt storm and attempted defibrillator/cardioversion. Patient was extubated (B)(6) 2019

Event description:
Patient was upgraded to status 1 for heart transplant related to life threatening arrhythmia.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The evaluation of heartmate 3 lvas, serial number (B)(6), did not reveal any device-related issues. (B)(6) was returned assembled with the pump cable severed approximately 6¿ from the pump housing. The modular cable and the distal portion of the pump cable were not returned. Approximately 5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief intact and properly engaged to the graft attachment. The apical cuff was returned with the cuff lock fully engaged. Visual inspection of the inflow and outflow cannulas did not reveal any evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of laminated or denatured depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.